Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Per a retrospective post-market study, it was discovered that the device, m40 se020, rts lesser mtp implant, size 2, was initially implanted on (B)(6) 2023 and it was reported that due to patient reaction from the implant a secondary procedure was required on (B)(6) 2024 to remove the device. The patient had experienced pain, discomfort, inflammation, swelling or abnormal sensation due to the presence of the implant. The complication was solved by removal of the implant. Further assessment information has been requested; however, no further information has been made available to date. This report is being raised due to the reported injury of secondary surgery for removal of an implant.